Event description:
The facility reported a colleague infusion pump with a malfunction of a false upstream occlusion alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with a false upstream occlusion alarm was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a defective pump head module (phm). The phm was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.